Event description:
Approximately 2 years post-operative device loosened, requiring revision surgery to remove and replace. Upon initial examination of the left tibial component, the lateral precoat delaminated and the medial side was loose.